Event description:
During a therapeutic plasma exchange, the doctor claimed that the pt experienced hypotension because he got hypovolemic at the end of the procedure, just before the rinseback. The customer would like the run data file analyzed to determine if anything unusual happened. The pt info is unavailable at this time. This report is being field due to insufficient info provided at this time to determine if medical intervention occurred.

Manufacturer narrative:
(B)(4). The an infusion rate was set to 0.8 and the inlet: ac ratios were 30 (this is above our recommended range for tpe procedures). There were a lot of inlet flow rate adjustments during this procedure, but it is uncertain if this is related to the hypotension that was reported. Investigation eval and corrective actions are in progress. A f/u report will be provided.

Manufacturer narrative:
Caridian bct internal ref: (B)(4). Investigation evaluation and corrective actions are in process. A f/u report will be provided.

Event description:
The customer does not want to return disposable set.